Event description:
Received report from night registered nurse that since change in manufacturer of feeding pump tubing there have been occasional reports of tubing breaking. During priming of new tubing yesterday morning the tubing separated where the hard plastic clip connects to the softer tubing that goes around the feeding pump mechanism. No injury or adverse reaction to patient - new tubing primed without incident.